Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During a medical procedure, the physician noticed that a penumbra system ace 64 reperfusion catheter (ace64) was broken in half and unraveled. The damage to the ace64 occurred prior to use, and therefore it was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68).

Manufacturer narrative:
Results: the ace64 was fractured approximately 83.0 cm from the hub and the catheter shaft coil winds were unraveled conclusions: evaluation of the returned device confirmed that the ace64 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the top portion of the packaging tray is not completely removed, prior to removing the ace64 from the bottom tray, damage such as a fracture may occur. Then if the fractured ace64 is furthermore withdrawn from the tray, unraveling of the catheter shaft coil winds may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During a medical procedure, the physician noticed that a penumbra system ace 64 reperfusion catheter (ace64) was broken in half and unraveled. The damage to the ace64 occurred prior to use, and therefore it was not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68).